Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and urinary bladder suspension ('vaginal sling implanted') in a 39-year-old female patient who had essure (batch no. Cd8465-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermoid cyst of ovary and vaginal sling procedure. Concomitant products included medroxyprogesterone acetate (depo provera), progesterone and testosterone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vulvovaginal pain ("sharp, stabbing pain in vagina") and uterine cervical pain ("sharp, stabbing pain in cervix"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), polymenorrhagia ("frequent heavy menses"), dysmenorrhoea ("severe dysmenorrhea"), menorrhagia ("heavy periods"), inflammation ("major inflamation"), autoimmune disorder ("auto-immune disorder"), meniere's disease ("meniere's"), vestibular migraine ("vestibular migraines"), anxiety ("anxiety"), depression ("depression"), deafness ("hearing loss"), balance disorder ("balance problems"), vertigo ("vertigo") and dyspareunia ("dyspareunia"), was found to have ovarian germ cell teratoma benign ("ovarian cyst/right ovarian dermoid cysts/cyst") and uterine leiomyoma ("fibroid") and underwent urinary bladder suspension (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy,bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, uterine haemorrhage, polymenorrhagia, ovarian germ cell teratoma benign, dysmenorrhoea, menorrhagia, inflammation, autoimmune disorder, meniere's disease, vestibular migraine, vulvovaginal pain, uterine cervical pain, anxiety, depression, deafness, balance disorder, vertigo, dyspareunia, urinary bladder suspension and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, balance disorder, deafness, depression, dysmenorrhoea, dyspareunia, inflammation, meniere's disease, menorrhagia, ovarian germ cell teratoma benign, polymenorrhagia, urinary bladder suspension, uterine cervical pain, uterine haemorrhage, uterine leiomyoma, vertigo, vestibular migraine and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2015: unknown result. Most recent follow-up information incorporated above includes: on 26-aug-2020: pfs received. Reporter's information added. Rcc added. Event:dyspareunia and vaginal sling implanted were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and uterine haemorrhage ('abnormal uterine bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("frequent heavy menses"), ovarian cyst ("ovarian cysts") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, uterine haemorrhage, menorrhagia, ovarian cyst and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, ovarian cyst and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: added event frequent heavy menses, ovarian cysts and severe dysmenorrhea. On 6-dec-2019: follow 2 and 3 are processed together. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 39-year-old female patient who had essure (batch no. Cd8465-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera), progesterone and testosterone. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced vulvovaginal pain ("sharp, stabbing pain in vagina") and uterine cervical pain ("sharp, stabbing pain in cervix"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), polymenorrhagia ("frequent heavy menses"), dysmenorrhoea ("severe dysmenorrhea"), menorrhagia ("heavy periods"), inflammation ("major inflammation"), autoimmune disorder ("auto-immune disorder"), meniere's disease ("meniere's"), vestibular migraine ("vestibular migraines"), anxiety ("anxiety") and depression ("depression") and was found to have ovarian germ cell teratoma benign ("ovarian cyst/right ovarian dermoid cysts"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy, removal of essure). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, uterine haemorrhage, polymenorrhagia, ovarian germ cell teratoma benign, dysmenorrhoea, menorrhagia, inflammation, autoimmune disorder, meniere's disease, vestibular migraine, vulvovaginal pain, uterine cervical pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, inflammation, meniere's disease, menorrhagia, ovarian germ cell teratoma benign, polymenorrhagia, uterine cervical pain, uterine haemorrhage, vestibular migraine and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6)2015: unknown result. Most recent follow-up information incorporated above includes: on 9-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 39-year-old female patient who had essure (batch no. Cd8465) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera), progesterone and testosterone. On (B)(6) 2015, the patient had essure inserted. In march 2015, the patient experienced vulvovaginal pain ("sharp, stabbing pain in vagina") and uterine cervical pain ("sharp, stabbing pain in cervix"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), polymenorrhagia ("frequent heavy menses"), dysmenorrhoea ("severe dysmenorrhea"), menorrhagia ("heavy periods"), inflammation ("major inflammation"), autoimmune disorder ("auto-immune disorder"), meniere's disease ("meniere's"), vestibular migraine ("vestibular migraines"), anxiety ("anxiety") and depression ("depression") and was found to have ovarian germ cell teratoma benign ("ovarian cyst/right ovarian dermoid cysts"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, uterine haemorrhage, polymenorrhagia, ovarian germ cell teratoma benign, dysmenorrhoea, menorrhagia, inflammation, autoimmune disorder, meniere's disease, vestibular migraine, vulvovaginal pain, uterine cervical pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, inflammation, meniere's disease, menorrhagia, ovarian germ cell teratoma benign, polymenorrhagia, uterine cervical pain, uterine haemorrhage, vestibular migraine and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2015: unknown result. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events added- menorrhagia, inflammation, autoimmune disorder, meniere's disease, uterine cervical pain, vulvovaginal pain, anxiety, depression and vestibular migraine. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 39-year-old female patient who had essure (batch no. Cd8465-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera), progesterone and testosterone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vulvovaginal pain ("sharp, stabbing pain in vagina") and uterine cervical pain ("sharp, stabbing pain in cervix"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), polymenorrhagia ("frequent heavy menses"), dysmenorrhoea ("severe dysmenorrhea"), menorrhagia ("heavy periods"), inflammation ("major inflamation"), autoimmune disorder ("auto-immune disorder"), meniere's disease ("meniere's"), vestibular migraine ("vestibular migraines"), anxiety ("anxiety"), depression ("depression"), deafness ("hearing loss"), balance disorder ("balance problems") and vertigo ("vertigo") and was found to have ovarian germ cell teratoma benign ("ovarian cyst/right ovarian dermoid cysts"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, uterine haemorrhage, polymenorrhagia, ovarian germ cell teratoma benign, dysmenorrhoea, menorrhagia, inflammation, autoimmune disorder, meniere's disease, vestibular migraine, vulvovaginal pain, uterine cervical pain, anxiety, depression, deafness, balance disorder and vertigo outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, balance disorder, deafness, depression, dysmenorrhoea, inflammation, meniere's disease, menorrhagia, ovarian germ cell teratoma benign, polymenorrhagia, uterine cervical pain, uterine haemorrhage, vertigo, vestibular migraine and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2015: unknown result. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received. New events added: hearing loss, balance problems, and vertigo. Reporter was added. Patient's information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and uterine hemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and uterine hemorrhage (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain and uterine hemorrhage outcome was unknown. The reporter considered abdominal pain and uterine hemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.